Event description:
A report was received that the patient's incision site had become infected so the physician explanted the ipg and lead. The physician did not believe that the infection was device related. The patient was placed on IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, (B)(4), model description: artisan surgical lead with platnalock technology - 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.